Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. The following devices were also listed in this report: triathlon femoral distal augment 5mm - size 5 left; cat# 5540-a-501; lot# di37u. Triathlon femoral distal augment 5mm - size 5 left; cat# 5540-a-501; lot# di37u. Tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# 0039973g. Tri ts baseplate size 5; cat# 5521-b-500; lot# dzu3ta. Triathlon sym cone aug sz b; cat# 5549-a-120; lot# apha. Tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# erend2a. Tri rm/ll tib aug sz5 10mm; cat# 5546-a-502; lot# erewy5d. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# 0088207l. Triathlon femoral component; cat# 5512-f-501; lot# b3d3e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. All components were removed and a static antibiotic spacer was placed. Rep provided the primary and revision (spacer) usage sheets, explant pictures, and reported that no further information will be released by the hospital or surgeon.